Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt inside of gums. Oral-b brush head snapped off rod. Consumer e-mail stated the brush head snapped off the rod while brushing. No serious injury was reported.

Event description:
Hurt inside of gums [gingival pain]. Oral-b brush head snapped off rod [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mail stated the brush head snapped off the rod while brushing. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.